Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon attempting a device firmware upgrade, the pacemaker went into backup vvi mode. The device was restored to the original firmware successfully. The upgrade was not attempted again. The patient was stable throughout the event and would be followed up normally.